Event description:
It was reported that during a colon procedure, the device would cut but stapled partially. At the end of the intervention, there was the anastomosis procedure. The instrument did cut properly, but the stapling between the colon and rectum was not complete, and that cause the anastomosis' disunity. There was an important bleeding, but there was no serious clinical consequence and no blood product administration request. But the rectum part was very short and the anastomosis very fragile. This required some more serious post op care and extended hospitalization time. Unk how case was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.